Event description:
The advocate stated, her son ran blood glucose tests on 2 contour next meters. He received readings of 300 and 400mg/dl on one meter, and 96, 98 and 112mg/dl on the other meter. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. There were no test strips left to return for evaluation. Strip information was not provided. A new meter was sent to the customer